Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-01519. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side "deflation" as well as "flat on top". Device was explanted and replaced.